Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the reservoir was occluded. Customer's blood glucose was 16 mmol/l. Customer stated had run into no deliveries during boluses. Informed customer about scar tissues and could cause no deliveries. Customer stated that the alarm was resolved by a complete set and site change. Customer unable to troubleshoot. No further information provided.